Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was difficult to load and toggle. Additionally, the needle disengaged, and an x-ray was performed to locate it. However, the user was not able to locate the needle inside the patient. To complete the case, the handle and suture were replaced.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was difficult to toggle, load, and unload. To retrieved the needle, an x-ray was performed. To complete the case, the handle and suture were replaced.

Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc 180 0 abs reload 20cm (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.